Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported the insulin pump had alarmed no delivery. Troubleshooting was performed. Customer did not see any leaks. Customer's nurses program the pump each week. Customer did not have clamp to perform high pressure test. Customer was advised issue can be with bent cannulas. Customer called back once customer received clamp. High pressure test was performed and passes. The device had no physical damage. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.